Event description:
The pump was returned for investigation. Investigation found a cracked battery compartment. This report is made based on the results of investigation completed on 04/13/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/13/2015 with the following findings: on investigation, the battery compartment was found to have cracked below the grip pad. Using the returned caps, the pump powered up and functioned properly. The pump¿s delivery accuracy and force sensor calibration were within specifications. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences. Bolus exercises were completed and recorded correctly. (B)(6).